Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that lead oversensing was noted on (B)(6) 2018 on the right ventricular lead. The lead was monitored since not all interrogations showed oversensing. The device was reprogrammed on (B)(6) 2019. It was noted that the right ventricular lead is plugged into the left ventricular part and the left ventricular port is plugged into the right ventricular port.